Manufacturer narrative:
(B)(6). Internal complaint reference case-(B)(4).

Event description:
It was reported that, during an arthroscopy, the ultra fast fix t2 was implanted though the meniscus; however, when removing the inserter the implant came out as well. T1 was left implanted in the patient. There was a backup device available. No delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual revealed the device was returned without the blue split cannula, anchors, and suture. The device has been actuated and in the post deployment position. The depth gauge tube has been cut and the remainder has been returned with the device. The device shows no signs of wear or tear. A functional evaluation revealed the actuator functions as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.